Event description:
Pt was revised to address loosening of the cup.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the acetabular cup did not reveal any related manufacturing deviations or anomalies. No product or lot codes were provided for the bone screws associated with this report. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened.